Event description:
During a total laparoscopic hysterectomy, the probe of the subject device was broken off by taking the device out of the trocar (broken part is fallen down to the floor). Before the probe was broken, the generator has error messages "short circuit". It was reported that the device had no contact to parts of metal. The physician replaced the device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was replaced with a similar device and the procedure was completed. The physician already reported after wards that what happened is not because of a malfunction of the subject device.